Event description:
The customer reported that during a cystectomy/ileal conduit procedure, the device jaws could not be re-opened while be used on tissue described as being thick. The surgeon removed the device by resecting the tissue directly adjacent to the jaws. There was no bleeding or tissue damage reported. The surgeon opened another instrument and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.